Event description:
The customer reported to olympus medical to evis exera iii bronchovideoscope relayed a scope communication error (error 216). The customer reported the device issue was found during maintenance. No adverse effects to patient reported.

Manufacturer narrative:
The device was returned for evaluation. During testing, the reported error was not confirmed; however a different scope communication error occurred (error b30). This issue was caused by damage to the charge coupled unit. During examination, the following damage was noted: the distal end was damaged which caused problems with electrical continuity; the hand grip was dented; the control unit, image guide protector, control unit, universal cord and angulation lever were scratched; the control unit, plug unit and circuit board unit in the scope connector showed corrosion due to water leakage. The bending tube was deformed; this caused the bending angle to fail specifications for the up angulation control. Finally, the angle wire was worn which caused the bending angle to fail specifications for the down angulation control. During functional testing, the following issues were noted: the scope connector did not connect securely due to corrosion on the plug; and the image was noisy due to damaged charge-coupled unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely error code b30 and e216 occurred due to the circuit board inside scope connector being corroded and due to corrosion on plug unit, the scope connector cannot be connected securely. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU), for error code e216: ¿inspection of the endoscopic image do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. When attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ the following information is stated in the instructions for use (IFU), for error code b30: ¿inspection of the endoscopic image ·do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.